Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 10 mg/ml morphine at a dose of 4.3 mg/day via an implantable infusion pump for spinal pain. It was reported that a motor stall was seen at initial interrogation. It was unknown if the patient had recently had an MRI, the hcp was not aware of the patient have an MRI. The patient went in for a refill and after patient left the hcp went to print the record and noticed that a motor stall had occurred. The patient's pump had alarmed for low reservoir because the patient was late coming back for the refill and there was a small volume discrepancy. The expected residual volume was less than 1 ml and the actual residual volume was about 3.5 ml. No symptoms were reported. The patient was also on oral dilaudid, 4 mg. The patient's total daily dose was 4.586 mg/day with patient activated boluses. Additional information received from an hcp via the representative reported the physician noticed a motor stall occurred message on the clinician programmer print out following a pump refill, and the physician did a reading of the logs. Multiple unexplained motor stalls had occurred between (B)(6) 2017 and (B)(6) 2017. The physician set the pump to minimum rate and referred the patient to the neurosurgeon for consultation. The patient would decide if replacing the pump or explanting. The issue was not resolved at the time of the report. The patient was also taking oral dilaudid 10 mg bid (twice a day). It was unknown if surgical intervention was planned. The patient¿s weight was unknown. The patient status at the time of the report was alive ¿ no injury. Pump logs provided showed elective replacement indicator (eri) was 20 months. No patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via the representative reported the representative got a call from the patient¿s daughter who said the pump alarm was still going off. The representative stated that the hcp had changed the pump to minimum rate and gave the patient oral medications and silenced the alarms yesterday. The representative stated that the logs showed a series of motor stalls and recoveries going back to (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer's representative (rep) on 2017-mar-30 and 2017-mar-31. It was reported by the rep that a physician's assistant (pa) who was managing the patient's care as the patient's managing doctor was unavailable, requested to have the pump off authorization form sent. The rep/pa was sent the pump off authorization form. On (B)(6) 2017 a hcp retrieved the pump off code for the day. The hcp was provided the off code and walked through shutting off the pump. The hcp stated the pump was able to be shut off successfully. No further complications were expected or anticipated.